Event description:
On (B)(6) 2015, the customer reportedly received the following results on the aviva system within 10 minutes: 495 mg/dl and 178 mg/dl. On (B)(6) 2015, the customer reportedly received the following results on the aviva system within 10 minutes: 378 mg/dl and 124 mg/dl. The same lot number of strips were used for both events. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.